Manufacturer narrative:
The reported adverse event was chipped teeth. Date of event is approximate. The device serial numbers or manufacturing numbers were not provided. The reporter (identified as (B)(6)) is reporting the product problem on behalf of her husband, who was involved in the incident. No contact address and email address were not provided. The complaint was received from a consumer in (B)(6). Manufacture date not provided or identifiable.

Event description:
The consumer alleged that their protectiveclean power toothbrush chipped her spouse's teeth.

Manufacturer narrative:
D4: the device serial numbers or manufacturing numbers were identified and updated. H4: manufacture date was identified and updated. Analysis results: the root cause of the customer's complaint could not be determined as no functional fault could be found with the device.